Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadier forceps instrument associated with this complaint and completed its investigation. Failure analysis was able to confirm the customer reported event of end came off. Visual inspection was conducted and the instrument was found to have a broken pitch cable inside the proximal clevis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation if were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci assisted colorectal procedure, the end of the cadier forceps instrument was found to be off but did not fall into the patient. The procedure was completed successfully with no reported patient harm or adverse consequences.